Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 22 months ago. Aneurysm morphology and vessel morphology at the time of implant were not reported. It was reported that the pt returned asymptomatically for routine f/u in (B)(6) 2010, when a migration and a proximal type 1 endoleak were noted. The bifurcated graft was found to be 2-3 cm below the renals. The aneurysm diameter was found to be 5.8 cm. The aortic neck was non-calcified, it was 24-25 mm in diameter and then enlarged to 30 mm over a length of 15 mm, and was angulated acutely at least 80 degrees. The migration was attributed to the severe neck angulation. A 30x30x48 mm talent thoracic cuff was implanted on (B)(6) 2010 and successfully resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: stent graft migration, endoleak. Angulated aortic neck. Eval, conclusion: angulated aortic neck.